Event description:
It was reported that on (B)(6) 2023 a 21mm sjm masters series mechanical heart valve was selected for an implant. Post procedure, still in procedure room, it was observed that one leaflet did not open consistently. Device was replaced with a new 21mm sjm masters series mechanical heart valve that was successfully implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of one of the valve leaflets not opening and closing completely after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
An event of one of the valve leaflet not opening and closing consistently after implant was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 type of investigation code 4114 was removed

Event description:
N/a